Event description:
It was reported that the patient's left knee was revised. As reported: "pain and deformity." A baseplate, insert, and patellar component were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon baseplate was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection: the devices were not returned however photographs were provided for review. A review of the photographs indicated recently explanted devices covered in blood and tissue. The locking wire of the insert was fractured off consistent with explantation. Nothing remarkable is observed. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records by clinical consultant indicated " as I described above this inquiry reports the failure of a cementless triathlon totally arthroplasty about nine years after initial implantation due to polyethylene wear and instability. Severe poly wear in an x3 insert is rare in triathlon, cemented and cementless. Causes are multifactorial including surgical technique, patient factors and implant factors. This patient has a bmi of over 45 which can cause overload and poly wear." -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported the patient was revised due to polyethylene wear and instability. The devices were not returned however photographs were provided for review. A review of the photographs indicated recently explanted devices covered in blood and tissue. The insert was observed to have dents/damage and portions fractured off consistent with with articulation against hard object and attempted explantation. A review of medical records by clinical consultant indicated " as I described above this inquiry reports the failure of a cementless triathlon totally arthroplasty about nine years after initial implantation due to polyethylene wear and instability. Severe poly wear in an x3 insert is rare in triathlon, cemented and cementless. Causes are multifactorial including surgical technique, patient factors and implant factors. This patient has a bmi of over 45 which can cause overload and poly wear." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised. As reported: "pain and deformity." A baseplate, insert, and patellar component were revised.